Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the event occurred, due to failure of the front panel. However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the high flow insufflation unit's display panel had a lighting failure. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned and evaluated, and the customer¿s allegation of poor lighting of the display panel was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.